Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had received multiple insulin pump error. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump errors 63, 41 or 43 occurred during testing. However, pump error 63 alarm during self-test is confirmed in the pump history file due to a software error. Device had cracked battery tube threads, cracked case. Device p-cap or test reservoir locks in place properly and no anomaly noted. Motor passed motor test.